Event description:
It was reported the patient was not receiving effective therapy. Lead diagnostics indicated the left lead had high impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Manufacturer narrative:
The report event of effective therapy was confirmed. As received, microscopic inspection showed the returned lead (b) found all the internal lead wires broken.